Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported deployment issue was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow and concentric mid popliteal artery that was 90% stenosed. A 4.5 x 40 mm supera peripheral stent system was used and the deployment lock was unlocked. The thumb slide was then advanced and there were no issues with the deployment mechanism; however, the stent would not deploy. After multiple maneuvering techniques, the stent was successfully implanted in the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.